Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, the legal manufacturer has determined the reported dents on the tip of the distal probe unit is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the asset found sharp dents on the distal tip of the probe unit; passed the leak test. Additionally, the bending section cover has excessive scratches. The control knob has low tension and the movement is loose. The adhesive of the objective lens and light guide lens at the distal end is peeling. The ultrasonic image has 1 broken element and switch# 1 is cut; not leaking. The asset endoscope was repaired to standard specifications and returned to asset stock. A review of the asset's repair history shows the endoscope was last inspected on (B)(6) 2020 with no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset ultrasonic gastro-videoscope was found to have sharp dents on the distal tip of the probe unit. There was no alleged problems associated with the device and there was no report of patient injury or harm.